Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2018 dtma1q1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.